Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for one patient which were questioned by the physician. The samples were analyzed on an alternate method with results in the normal reference range. The actual patient results were not supplied. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were sent to bci cpls (customer product line support) for testing, where a patient source heterophile like interferent was confirmed which is the root cause of the event.